Event description:
I am having problem with the dexcom app 1.7.3 on my (B)(6). The app closes by itself. I don't know exactly whether this is due to the recent (B)(6) upgrade of my device running low on storage, but I have not seen this earlier, now the app keeps closing by itself multiple times during the day causing disruption in glucose monitoring.